Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description:precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty moving his legs and had developed a hematoma near the incision site where the lead was placed. The cause of hematoma was unknown and it was believed to be not procedure related. No device malfunction was suspected. The patient underwent an explant procedure.